Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. This report will be updated upon the conclusion of the investigation or upon receipt of additional relevant information. Physical evaluation of the suspect device: the bending tube was found to be broken in 2 places. There was no air leak from the adhesive rubber indicating no piece are missing. There is metal protruding. Bending tube pins were found to be raised. These device issues indicate strong manipulation during the procedure. Due to the breakage, the lg fiber was broken causing the unit to have no image. The biopsy channel was greatly deformed, and moisture was found inside the unit and control body.

Event description:
The customer reports during a flexible renal ureteroscopy using a uretero-reno videoscope, the scope folded and could not be removed from the renal cavity for a few minutes. The procedure was being performed for a stone in the lower calyx of the left kidney, which was difficult to access because of the acute angulation between the ureter and the calyx. To access the stone, the physician performed maximum deflection of the ureteroscope tip, but did not reach the stone. When pushing the ureteroscope into the renal cavities, a folding occurred, probably upstream of the flexible zone. It was then impossible to straighten the ureteroscope and therefore to remove it from the renal cavities. The physician progressively mounted the access sheath in the (renal) pelvis, then progressively pulled on the ureteroscope so that the angulation would rise. After several unsuccessful attempts, the physician was able to remove the endoscope without harm to the patient. There are no medical consequences except for the stone that could not be treated but will be treated by lithotripsy extra corporeal ( lec). The ureteroscope, on the other hand, is thought to be out of order. The crutch was found to be still working, with deflection possible when tested outside of the patient's body after the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user inserted the subject device into the calyx of the kidney with excessive force while the tube was bent. This led to breakage of the bending tube. Therefore, the bending tube got caught as it was bent and became difficult to straighten and to withdraw. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use ¿ applicability of endoscopy and endoscopic treatment. Before starting endoscopy and endoscopic treatment, thoroughly evaluate their properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when their potential benefits are greater than their risks. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.¿ ¿operation ¿ precautions check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ ¿troubleshooting ¿ withdrawal of the endoscope with an irregularity ¿ if the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope or endotherapy accessory carefully. If the endoscope or endotherapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope or endotherapy accessory is observed, contact olympus.¿ this supplemental report includes information added to b5, d8, and h4. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.